Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a faulty select button. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a faulty select button. It was reported that customer could not get into the ventilator information screen. It was recommended to open the device, and check for any loose connections. The customer was provided with the part numbers for replacement switch board and switch board cable. Onsite service was requested.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The requested service was cancelled by the customer; and the record was closed with no further actions performed by philips regarding the customer's issue. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.